Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was damage where the reservoir locks on the insulin pump. The customer's blood glucose was 171 mg/dl at the time of incident. The customer also reported that they had air bubbles in the reservoir. The customer was assisted in removing the air bubbles out of the reservoir. The customer declined to troubleshoot for the reservoir damage. The reservoir will not be returned for analysis.